Manufacturer narrative:
The console is expected to be returned to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console passed all pre-use testing but displayed a "high pressure" alarm just before going on bypass and it had to be switched out. There were no reported patient complications.

Manufacturer narrative:
Evaluation of the console showed signs of fluid intrusion on the interface board, connector and housing. The heat exchanger board and housing was replaced and the console was re-assembled and tested and it passed all functional tests. The entry point of the fluid is unknown but it is suspected that fluid may have spilled on the hex block and eventually entered the console.